Manufacturer narrative:
The reported event of high impedances was confirmed. Microscopic inspection of the return lead revealed a kink on the lead body where multiple internal wires were broken. The cause of the kink is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient lost stimulation. Diagnostics revelated high impedances on several contacts. As such, surgical intervention took place on (B)(6) 2020 wherein the lead was explanted and replaced with a new lead addressing the issue. During the procedure a kink was noted on the lead. Reportedly, therapy was restored post operatively.